Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6). The system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. A software analysis was initiated. The reviewed logs captured multiple instances of 'cleared user-facing low performance warning' and posted low performance warnings to the user during the navigation task. This behavior occurred while the user was performing a tumor resection (optical) procedure on the reported incident date, which included only one session. Codes b01, c10 and d02 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that while the site entered the navigation task in a cranial tumor resection, the system displayed a 'low performance' message. The medtronic representative (rep) noted the message appeared twice more during navigation. It was also noted that the site was using a scope probe when no microscope was connected or utilized in the procedure. Troubleshooting had the rep swap to a planar probe and test navigation again which did not cause the message to appear. There was no delay in the length of the procedure. There was no impact on patient outcome.